Event description:
It was reported that the patient faced an event where blood glucose levels were high and treated with correction via pump on (B)(6) 2026.

Manufacturer narrative:
Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325. Based on the available information, this event is deemed to be a serious injury. E1: patient city: (B)(6). Patient country: united kingdom. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 8021545.